Event description:
A customer contacted baxter technical service regarding a system error 2240 during initial drain of therapy using the homechoice system. The home patient became disconnected from the system (transfer set and patient line were disconnected). The patient did not know how they became disconnected. The service representative explained the system error and assisted the home patient to reset the alarm and unload the cassette/bags. The home patient did not reconnect to the system and started therapy over with new supplies. The patient currently pays close attention, to ensure a tight connection, when connecting the transfer set to the patient line. There was no patient injury or medical intervention associated with the reported event.

Manufacturer narrative:
The service representative suggested ending therapy and starting over with new supplies, however, the transfer set is still in use.